Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 55811015540, (B)(4) and 510k # k122433 was cleared in the united states. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray review: post-op x-rays show two separate constructs l4-l5 for reported l4 burst fracture and t12-l2. One of the set screws is out at l3 on provided x-rays. This construct makes very little bio-mechanical sense given the baseline deformity and I suspect this is the reason for construct failure. Product image review: submitted images appear to display asymmetrical loading of the sas screw crown component.

Event description:
Pre-operative diagnosis: possibility of infection procedure: removal procedure (revision surgery) on an unknown date, patient underwent posterior fusion due to l4 burst fracture. Post-op, screw loosened and infection was observed at the level inferior to the level (left side of l3). Patient underwent revision surgery to remove the implants.

Manufacturer narrative:
Product analysis: visual and optical examination of the set screw witness marks on the returned appear to display significant variation in definition. Additionally, the associated bone screw crowns also display significant variation, with one displaying heavy wear with axial lineal striations, indicative of cyclic rod movement in the saddle, and clear wear marks on the side of that portion of the rod. The almost indistinguishable set screw marks, saddle wear and the wear on the side of the rod is consistent with incomplete seating of the rod at final tightening. The resulting gap from this condition can contribute to premature back out of the set screw, and loosening of the bone screw.